Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they have not been able to charge their implant. Caller stated that they left the recharger plugged in overnight, but when they go to charge the implant, the unit goes out completely and when they plug it in again, and it shows it's full. Caller added that both the recharger and programmer have shows the symbol to call their doctor. Caller added that they have a very important MRI today and don't know if the implant is charged or not. Caller noted that the last time they charged the implant successfully was a few days ago. Agent had caller attempt to connect to the implant with the programmer; caller stated the screen showed the battery empty icons. Agent had call caller try to begin recharging the implant. Caller noted the recharger screen came on initially but immediately shut off. Caller connected the recharger to the desktop charger and saw the recharger was recharging. Caller tried to begin an implant recharging session but saw the reposition antenna screen. Caller moved the antenna and saw the reposition antenna screen again. Caller then saw the por (power on reset) message. Caller tried with the programmer as well but saw the por warning message. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Caller ment ioned they have been ill and have been sleeping a lot. Of note, caller was difficult to follow throughout the call and kept confusing the different devices, screens and icons making it difficult for agent to understand what was going on. The patient called back de scribed same issue, it is important to note that pt was confusing and very hard to follow, and kept describing equipment as "it", and agent attempted to understand the full picture. The patient (pt) described that they are having hard time recharging their stim, and stated that it doesn't charge unless the rep charges it, and that their battery needs to be changed soon. Pt changed what they said later on the call and stated the rep did not charge implant, but "turned it on and did something to it", and advised pt to keep "it" charging 24/7. Pt then stated the recharger screen goes blank when recharging and shows the "dr with telephone". Agent attempted to recreate the screen by asking pt to charge while on call, agent understood pt to be describing the recharger as almost full and recharging, and when the green button is pushed, pt saw "reposition antenna screen". Agent advised pt to move the antenna and try again, pt said it's very difficult to find, and got reposition antenna again. A replacement recharger antenna was sent out.